Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue described as ¿a blue key was stuck/broken¿. It was unknown if a patient was connected during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to e3, g2 (add source), h6 (update codes) and h11: correction to e1, previous g3 (update date to 02/25/2025). H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.